Event description:
The customer reported an image quality issue. No patient injury was reported.

Manufacturer narrative:
The service rep could not duplicate the problem. The system was working as intended. Customer has used unit with no reoccurence of issue. Going to monitor for a few days to see if problem reoccurs. Called customer back and there is no report of reoccurrence of issue.